Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient took a bad fall last week, and they think they may have damaged the implant. The ins "rolls around under the skin," and usually 0.3 was enough stimfor the patient, but they increased to 1.0 on the call and weren't able to feel stimulation. It was recommended that they follow up with their healthcare professional to have the device checked.